Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and absence of no delivery alarm from the insulin pump. The customer's blood glucose reading was in the 400s mg/dl. The customer stated that the pump did not give him no delivery alarm when the reservoir stopped. The customer was unable to push insulin through the reservoir. The customer was advised to perform a 1.0 unit fixed prime until insulin is visible at end of tubing. The customer stated that the pump did alarm in less than 0.5 units. The customer was advised to monitor the pump.